Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose dovetail on the aberrometer. The customer noted that the dovetail has always been loose and didn't seem normal. No additional information available.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The aberrometer is mounted underneath the microscope via a dovetail that is attached to the aberrometer (male), and a mounting bracket (female) that is correspondingly attached underneath the microscope. The dovetail and mounting bracket assembly enables the customer to remove and replace the aberrometer per the customer¿s discretion. The root cause of the reported event can be attributed to loose screws. The manufacturer internal reference number is: (B)(4).